Event description:
It was reported that the user ran out of insulin, ate without meal announcing, and called for assistance to resume insulin delivery; the agent guided an off-label cartridge-only change because the user lacked spare tubing and connector, after which insulin delivery successfully resumed and a blood glucose of 174 mg/dl was noted with education that the correction algorithm would address the missed meal. Symptoms included hyperglycemia. Outcomes included restoration of therapy without hospitalization or alternate therapy. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no device malfunction and that user-driven off-label handling and missed meal announcement led to transient hyperglycemia, with the pump and infusion components functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user nonadherence to use instructions.